Event description:
It was reported when the device was used during a lavh procedure, the balloon broke. It was found before using on the pt. Another device was used to complete the case. There was no adverse consequence to the pt.